Manufacturer narrative:
.

Event description:
It was reported that a physician's hand held is missing a battery cover. The system will be returned and the physician requested a new tablet that can be upgraded to be sent to him. The physician cannot find the missing battery cover. It was stated from the sales representative that the functionality of the device was compromised due to the missing battery cover. The hand held was received for analysis on 11/02/2015. Analysis is underway but has not been completed to date.

Event description:
Product analysis for the handheld was completed and approved on 12/02/2015. The handheld was received with a battery cover. During the analysis it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. Product analysis for the software 8.1 was completed and approved on (B)(6) 2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. It is unknown why the returned handheld had a battery cover as it was confirmed from the sales representative that the handheld was given to him without a battery cover and this was the same handheld returned. It was confirmed that the returned handheld did belong to this physician as well.